Event description:
It was reported that the patient had presented with tightness in her leg muscles and left foot. Additionally, the patient was also experiencing swelling in the left foot. These symptoms began about three or four days prior to report. It was noted that the patient's last refill took place on (B)(6) 9th. At the time of report, the patient was looking for a physician to readjust the pump. The drug used in this system was lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).